Event description:
The customer reported the evis exera ii xenon light source fails to power on. The event occurred during preparation for use, prior to a diagnostic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a charred fuse components alternating current inlet of power. In addition, a non- olympus lamp life meter reading at 300+hours and lens base crack were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device did not power on due to a faulty fuse. The specific root cause of the faulty fuse could not be determined at this time. Olympus will continue to monitor field performance for this device.